Event description:
It was reported that the patient presented to the emergency room with dizziness, lightheadedness, low blood pressure and bradycardia. Upon review, loss of atrial capture was noted on an electrocardiogram, despite having adequate capture threshold and capture when interrogating the device. Low and out of range pacing impedance was noted. The leadless pacemaker's outputs were increased. The patient was seen in clinic for follow up, and no further symptoms were reported. The patient was in stable condition and will further be monitored.